Event description:
It was reported that during a da vinci si hysterectomy procedure, the (B)(4) bipolar forceps instrument jaws did not align. No pt harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode and found one of the instrument grips to be bent, causing side to side misalignment of the grips. There is an offset of approx .081 inches at the tips and the bent grip has separation of the yaw pulley and yaw pulley cover at the glue joint. The instrument passed electrical continuity testing. Engineering also observed that the instrument presents char marks on the yaw pulley near the distal clevis ear and the conductor wire jacket has char marks and localized melting around the same area. The conductor wire has exposed cables. Evidence suggests that an arcing event has occurred.